Manufacturer narrative:
Results: damaged/cracked siderail panels, damaged power cord, damaged motion interrupt pan.

Event description:
It was reported by service report that the siderail panels were damaged/cracked. The power cord and the motion interrupt pan ware also damaged. No patient involvement or adverse consequences were reported.